Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer¿s blood glucose was 300 mg/dl, 500 mg/dl, 51 mg/dl, 140 mg/dl, 200 mg/dl. The customer treated for low blood glucose level with the glucose gel and high blood glucose level with insulin pump. Troubleshooting was declined for high blood glucose level, low blood glucose, suspend on low and sensor glucose level versus blood glucose level. The insulin pump will not be returned for analysis.